Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient states they is trying to increase their stimulation and is seeing settings not available. The patient was redirected to their healthcare provider to further address the issue. Pt stated they have an appointment on (B)(6) 2024, they will try to make it closer. On november 6th 2024 a manufacturer representative (rep) called in regard to the pt. Rep reports pt seeing setting not available. Cannot provide your desired intensity settings this past thursday. Rep reports they were notified today, but unknown when a different rep was notified. Electrode impedance performed: reference 0 4: 2760 ohms 2: 1070 ohms 1: 1010 ohms 3: 1040 ohms reference 0 4: 37360 ohms reference 1 4: 26860 ohms reference 2 4: 26960 ohms 1: 1070 ohms 3: 990 ohms reference 3 4: 27260 ohms reference 4 all electrodes are >26k ohms reference 5 4: 40k ohms reference 6 4: 40k ohms reference 7 4: 39910 ohms reference 8 4: 39810 ohms 9: 770 ohms 10: 790 ohms 11: 890 ohms reference 9 4: 39910 ohms 10: 760 ohms reference 10 4: 39810 ohms reference 11 4: 40k ohms reference 12-15 4: 40k ohms caller reports only group b is showing the message on the patient programmer. Caller reports patient was using electrode 4 but has been reprogrammed and continues to see the same message. Program 1: electrode 0/2: 5ma/300pw program 2. Using 8, 9, 10. Reprogram to electrode 8/11. 5.0ma caller reports group c is not showing the message on the patient programmer. Program 1: 0/3 program 2: using 8, 9, 10 caller reports the ins battery charge 50%. Suggest deleting group b and reprogram. Rep reports that resolved the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.